Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe packaging unit seal was taped down instead of properly sealed with glue. The following information was provided by the initial reporter, translated from spanish: "as a result, it was reviewed and two more came out where they were sealed with plastic but glued with tape, not with glue as they all come."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe packaging unit seal was taped down instead of properly sealed with glue. The following information was provided by the initial reporter, translated from spanish: "as a result, it was reviewed and two more came out where they were sealed with plastic but glued with tape, not with glue as they all come."

Manufacturer narrative:
H6: investigation summary: five photos received by our quality team for investigation. Upon visual inspection, collective box is displayed which shows the product label, batch number 1043554 and catalog 302542. Additionally, it is possible to observe 3 collective boxes, in which 2 of them can be seen with the flaps raised (open boxes), and a third with the flaps correctly glued (closed box); 2 collective boxes, of which one can be seen closed correctly (with hotmelt glue on the flaps) and a collective box closed with transparent adhesive tape; and a closed collective box with transparent adhesive tape. The adhesive tape is not used in the manufacturing process and packaging of the product on the production line. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for short count is associated with incomplete boxes in the selection process. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time for the adhesive tape. It is likely the material has been manipulated after leaving the transformation area, that is, once has been sent for distribution, during transport or storage.